Event description:
It was reported that the 3rd reload did not completely fire. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # 589a46. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with an ecr60b present. The cartridge reload was received fully fired with the reload deck damaged. No functional test was performed due the condition. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.